Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2014. Prior to the procedure, the sterile cover of the mesh was damaged. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.